Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to resuscitate a (B)(6) male patient, a burn was found on the patient's skin after removing the electrode pads. Complainant indicated that the patient subsequently sustained a burn. No further information was available on the degree of burn.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the electrode pads were not saved and will not be returning to zoll. Burns occurring during defibrillation are an anticipated outcome and can result for many reasons including, but not limited to: how the skin is prepared, how the electrodes are applied, and poor coupling. The instructions for use for these electrodes indicate, "poor adherence and/or air under the electrodes can lead to the possibility of archingand skin burns." However, without receipt of the electrode pads, root cause evaluation could not be performed.